Manufacturer narrative:
A partial lead with the distal end measuring 54.8cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's rv lead exhibited low amplitude r waves and high thresholds. Subsequently, the lead was explanted. No further information was available. No patient symptoms were reported.